Event description:
It was reported that the pt lost therapeutic benefit two months after implant of the device. X-rays taken showed that the lead had migrated. The lead was removed and replaced. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4)